Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records from the device and was able to confirm that it had lost power three (3) times during the event; however, the cause of which could not be determined.  As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device lost power multiple times during an event involving a patient.  There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event.  The customer advised physio-control that no further information was available.